Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, the tandem usb cable was reportedly damaged, and the customer needed to hold the cable into position within the usb port in order to charge the pump. The customer used an alternate usb cable to successfully charge the pump. The customer's blood glucose (bg) was 126 mg/dl.